Event description:
It was reported that the system was explanted due to a bactermia infection. The patient was treated with antibiotics, and the system was later replaced. Subsequently, following the system extraction, the patient experienced hypotension and renal insufficiency, both of which were treated with medications, and the problems resolved. The patient is part of the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments and was analyzed. No anomalies were found. The defib conductor was distorted, and blood/body fluid was found on the outer tubing overlay, which was also melted. The outer tubing exhibited an environmental stress cracking (esc) breach/breach (non-electrical, and the outer insulation exhibited a cosmetic depression. The lead exhibited apparent explant damage. (B)(4) the medial segment of the lead was returned and analyzed. No anomalies were found. Blood/body fluid was present on the distal conductor (not obstructed), which also exhibited a fracture (overstress). The outer insulation was melted and exhibited cosmetic esc. The lead exhibited apparent explant damage. (B)(4) the partial lead was returned in segments and was analyzed. No anomalies were found. Blood/body fluid was present on all conductors (not obstructed), which were also distorted. The outer insulation exhibited a cosmetic depression, and a white substance was present. The lead exhibited apparent explant damage. (B)(4) the device was returned and analyzed. No anomalies were found.